Manufacturer narrative:
Natus tech support advised the customer that it is not recommended to adjust intensity of neoblue led lights using measurements taken with an olympic bili-meter. The customer was provided with a product service manuals and ordering information for a natus neoblue radiometer. The customer stated that they were able to get the unit back to good working condition. No further investigation, needed.

Event description:
The customer reported to natus on (B)(6) 2017 that they couldn't adjust the light intensity. _nb blanket with their olympic billi-meter. The customer stated the intensity was only able to read 15 [?]w/cm2/nm on olympic bili-meter, and couldn't get pass 17 [?]w/cm2/nm. The customer tried two different light pads and still couldn't adjust any higher than 17 [?]w/cm2/nm. The tsr provided p/n and cost of a new light box. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.